Manufacturer narrative:
Novocure medical opinion is that the contribution of the transducer array placement to the skin reaction cannot be ruled out. Medical device site reaction is an expected event with optune gio device use (ef-11 16% and 53% ef-14 optune arm).

Event description:
A 76-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2024, the patient's caregiver observed the patient experienced a skin reaction described as irritation and redness on the scalp. Reportedly, the patient applied bepanthen ointment to the scalp and remained on optune gio therapy. On (B)(6) 2024, it was discovered that after a prolonged period of time being on optune gio therapy the patient experienced severe itching. The patient consulted the healthcare provider (hcp) and was prescribed an antihistamine (cetirizine). Reportedly, the patient applied various unspecified over-the-counter ointments, with no relief from the itching, therefore ended optune gio therapy on (B)(6) 2024. The prescribing physician was contacted for further details without reply.